Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The non stenotic lesion was located in the moderately tortuous and severely calcified abdominal aortic artery. The physician implanted a stent graft and then advanced the 33/7/2/100 equalizer balloon to the lesion to post dilate and the balloon ruptured on the second inflation. The procedure was completed with this device. No patient complications were reported and the patient's status is good.